Event description:
It was reported that the patient had his device "in and out" three times. Once it was done "right" and twice it was done "wrong." The third time it needed to be "replaced" and was too far left. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the health care provider (hcp) had not seen the patient since (B)(6)-2012. The hcp could not answer any questions.

Manufacturer narrative:
Product ID 3777-75, serial # (B)(4), product type lead. Product ID 37752, serial # (B)(4), product type recharger. Product ID 37743, serial # (B)(4), product type programmer. Product ID 3708120, serial # (B)(4), product type extension.